Manufacturer narrative:
A device history record (DHR) review was performed and there was no issues found that could relate to the reported complaint. All process parameters wer within specification and all in-process qa inspections were acceptable. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is received, a follow up report will be submitted with the investigation results.

Event description:
The complaint is reported as: "whistling observed during the start-up of the start oxygen: the aquapack bottle swells as soon as the flow is increased. There are no apparent cracks. The water passes through the tubing." The condition of the patient is unk.